Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up clinic with infection symptoms including chest pain, fever, swelling and bruising of the left chest wall, it was observed through a CT (computed tomography) scan that an old capped (B)(6) 2017) atrial lead had perforated through the atrium and into the lung space. The physician elected to extract the lead. The patient was stable following.